Manufacturer narrative:
Investigation summary no photo or sample were received with the customer's complaint of missing lids. Without further evidence like a physical sample, the complaint cannot be verified and the root cause remains unknown. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sharps coll 1qt red the lid or slide lid/clamp was missing. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "there was a missing component. The tops of the product were missing".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics international europe bv. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sharps coll 1qt red the lid or slide lid/clamp was missing. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "there was a missing component. The tops of the product were missing".